Manufacturer narrative:
Initial reporter address: (B)(6). Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0301168, medical device expiration date: 2023-10-31, device manufacture date: 2020-10-28. Medical device lot #: 1071037, medical device expiration date: 2024-02-29, device manufacture date: 2021-03-12. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd nexiva¿ closed IV catheter systems had difficult needle disengagement. It was reported that when pulling back the needle it feels and sound like metal is shearing inside of the device.